Manufacturer narrative:
Product event summary: the data files and balloon catheter, afapro28 with lot number 86158, were returned and analyzed. The data files showed that at least 8 applications were performed with the balloon catheter without any issue on the date of the event. Additionally, system notice (B)(4) was confirmed for the date of the event. Visual inspection of the balloon catheter showed there was dried blood inside the balloon catheter and there was one staple which had entered the shaft of the balloon catheter during returned product packaging into the biohazard bag. The catheter failed the performance test upon connecting to the console due to system notice 12218 ¿outer vacuum compromised¿. The pressure test showed the shaft breach due to the staples. Further dissection/ pressure test showed a guide wire lumen kink and breach at 1.16 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.